Manufacturer narrative:
An event of heart block (complete heart block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of heart block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5.6mm from the non-coronary cusp (deeper than the recommended 3mm). It was noted that the heart block occurred after device implantation, and the physician believes the valve caused the heart block. Based on available information, the reported event appears to be related to the implant procedure. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4),vantage, patient site ID:(B)(4). It was reported that on (B)(6) 2024, a 27mm portico ng/navitor valve was successfully implanted in a patient. Post-implant, it was noted that the patient developed a complete heart block. The decision was made to implant a provisional/temporary pacemaker. On (B)(6), the patient received a biventricular permanent pacemaker. Subsequent to the previously filed report, additional information was received that, the cause of the patient's complete heart block attributed to the self expandable 27mm portico ng/navitor valve. There was no reported difficulty implanting the valve. The complete heart block was detected via electrocardiogram. The patient was hospitalized for 4 days for monitoring or heart rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 5.6mm and the final left coronary cusp implant depth was 4.3mm. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm portico ng/navitor valve was successfully implanted in a patient. Post-implant, it was noted that the patient developed a complete heart block. The decision was made to implant a provisional/temporary pacemaker. On (B)(6) 2024, the patient received a biventricular permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.